Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No actions require for this issue.

Event description:
No patient involvement- identified during testing.

Manufacturer narrative:
Other, other text: additional information- added to section b5- no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -11.52%. There was no reported adverse event.